Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and diabetic ketoacidosis. The customer alleged that the pump was not delivering insulin properly, however this could not be confirmed as customer declined troubleshooting with tandem technical support. Subsequently, customer was hospitalized. Bg was treated with insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.